Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No blank display, display time/date anomaly, and unresponsive keypad noted during testing. Unable to verify transmitter battery charge anomaly due to transmitter not received. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump alarms regarding power errors in the history files are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor; however, moisture damage was noted on keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, faded serial number label, stained and cracked keypad overlay, reservoir tube cracked. Blank display was not observed during analysis and passed all required testing. Blank display and display time/date anomaly not confirmed. Unable to confirm transmitter battery charge anomaly due to transmitter not received. All buttons functioned properly during test. No keypad anomaly noted, however moisture damage was noted on keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced time/clock anomaly, a blank display, a keypad anomaly of the insulin pump, and short transmitter battery lifetime. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-7911na. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880l, mmt-7911na.